Manufacturer narrative:
Device evaluation: the suspect device will not be returned for evaluation. No lot number was provided. The device history record and complaint database could not be reviewed. There is no additional patient information available at this time. A follow-up report will be submitted if more information becomes available. Evaluation: method - the device history record and complaint database could not be reviewed. Conclusions - a follow-up report will be submitted if more information becomes available.

Event description:
The physician reported that while injecting during a left ventriculogram procedure, air was introduced and injected into the right coronary artery of the patient. The patient developed chest pain and required medication. The patient's symptoms subsided within five minutes. The device is being held by the hospital's risk management department. The lot number was no provided.